Manufacturer narrative:
No device malfunction was reported during the procedure. The product performed as intended. The products were not returned for investigation, neither the lot numbers were provided for review. Aveta system IFU states to 'exercise care when inserting and removing the aveta resecting device. Insertion and removal of device should be performed under direct visualization at all times.' Based on the follow up enquiry, the patient is doing well and no additional treatments were necessary.

Event description:
Tech was helping the physician insert the aveta resecting device outflow tubing to the aveta hysteroscope t-luer. In the process the hysteroscope moved and perforated the uterus.